Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker lost one year of expected battery longevity in the span of three months. Premature battery depletion was suspected. The system was reviewed and this pacemaker remains in service at this time. No adverse patient effects were reported.